Event description:
Product serial number is within the recall population for fca 10-02. During the subsequent internal evaluation, the product was found to have a faulty u8 component. (B)(4).

Manufacturer narrative:
Method: device internal memory was reviewed. The 510(k) is for the first fr2 clearance.